Event description:
It was reported that the driver bolt would not thread onto the pln nail. 2 attempts were made on 2 separate nails. An extra driver bolt was available and was able to thread onto the nail. The nail was inserted successfully and the fracture was reduced.

Manufacturer narrative:
The DHR for the related lot was reviewed and not discrepancies were observed.